Event description:
It was reported that air bubbles were observed within the cartridge. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 421 mg/dl. Reportedly, due to the elevated bg, the customer required assistance from paramedics in administering insulin. Customer replaced supplies as necessary and resumed insulin.